Event description:
It was reported that ongoing occlusion alarms occurred. Customer¿s blood glucose level was 580 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer changed infusion set and cartridge to address the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.